Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon removal of sensor pod, sensor wire detached from pod and remained left behind at site of insertion. Patient stated they were able to remove sensor wire from skin. Patient reported discomfort while sensor wire was inserted in body. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.